Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during planned treatment and procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system exposure not happening. Review of the system log files confirmed the malfunction of ippc. The fse replaced the disk bay with hard disk. After replacement of hard disks and disk bay, the system was returned to use in good working order. The codes were updated based on the investigation outcome.